Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "small amount of fluid", "seroma (2-3 mm thick)".

Event description:
Patient reported pain occurs periodically in both mammary glands, including burning and swelling, which last for several days and disappears after taking antibiotics or anti-inflammatory drugs. To date, pain has again occurred in the right mammary gland - a burning sensation. The accumulation of a small amount of fluid on the back surface. This relates to the right side. Healthcare professional later reported right side "seroma (2-3 mm thick)". Device remains implanted.